Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection found that the electrode had a broken loop at the distal tip with burnt stains on each post of the electrode. The broken loop portion was not returned. Due to the received condition of the electrode no continuity test could be performed. The electrode was securely connected to the working element and detached without issue. The most likely cause of the reported event can be attributed to the loop being subjected to impact damage and excessive force being applied to move tissue during the procedure. The instruction manual gives several warnings in an effort to prevent electrode damage. "Do not use these products for any purpose other than their intended use. When attaching the electrode, make sure not to push it too forcefully into the working element. Otherwise the electrode may be damaged.

Manufacturer narrative:
This supplemental report is being submitted to correct section d4 for the lot # 14147p02l0011 per additional information received. If additional information or if the device is returned this report will be supplemented accordingly.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that at the conclusion of a therapeutic transurethral resection of the prostate (turp) procedure, the roller ball from the electrode fell inside the patient. It was reported that minor to moderate bleeding was observed and was controlled using the rollerball electrode. The device fragment was not retrieved. The physician believed that the device fragments will be flushed out naturally. There was no fluoroscopy or x-ray performed. The intended procedure was completed with another similar device. There was no patient injury reported. Olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that a non-olympus generator was used during the procedure. The patient returned for a routine post-operative visit and reported the device fragment was passed with specimen. The patient is reportedly doing well. The device was inspected prior to the procedure an no anomalies were found.